Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: d4. Medical device lot#: 4151720. D4. Medical device expiration date: 30-apr-2025. H4. Device manufacture date: 30-may-2024. The information for the additional 510k is as follows: g.4. PMA/510(k)#: k230855. Investigation summary: bd received two (2) samples and two (2) photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for embedded foreign matter was observed. Additionally, the customer samples were evaluated by visual examination and the indicated failure mode for embedded foreign matter with the incident lot was observed. 1 customer sample from batch number 3236769 was subjected to a visual inspection for embedded fm. 1 of 1 customer sample failed. 1 customer sample from batch number 4151720 was subjected to a visual inspection for embedded fm. 1 of 1 customer sample failed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode embedded foreign matter. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported prior to using bd vacutainer® sst tubes foreign matter was embedded in the wall of two (2) tube(s). No adverse impact was reported regarding the patient or user.